Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, on the balloon and on the stent implant, consistent with the sds being advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were mangled proximal struts and one bent middle strut on the stent implant, confirming the reported stent damage. The hypotube and jacket were separated 19.4 centimeters (cm) distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket material was stretched at the separation. There were multiple kinks and bends noted to the sds. The tip length and distal and middle stent outer diameters were measured and met manufacturing criteria. The proximal stent outer diameters were not measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the reported difficulties. There was no damage noted to the sds or stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent was damaged during retraction of the device in the calcified anatomy, contributing to resistance during retraction. It was reported that force was applied to the sds in the attempts to remove the sds as resistance was encountered which likely contributed to the shaft kinking and ultimately separating. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the sds is inspected at multiple steps in the process for damage during the manufacturing process. It was reported that a dissection was noted after the sds was removed from the patient anatomy. Dissections are known adverse events as listed in the IFU. A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for kinks, stent damage, difficult to remove, or shaft separations for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was located in the mid right coronary artery (rca) in the middle of a long heavily calcified area with 90% stenosis. The xience v 3.0 x 12 mm stent did not cross the lesion and was attempted to be retracted but resistance was noted with the anatomy. Force was applied in order to remove the device and the proximal shaft kinked and subsequently separated. After removal of the device, it was noted that a proximal stent strut was flared and a dissection was noted proximal to the lesion in the rca. The procedure was continued with another xience v to treat the target lesion and the dissection was treated by implanting a 3.0 x 12 mm xience v and a 3.0 x 23 mm xience v with a good result. No adverse patient sequela was reported. No additional information was provided.